Manufacturer narrative:
Evaluation summary: visual inspection of the device handle confirmed the red safety clip was not present on the returned device. The stent was not returned with delivery system. Therefore measurements were taken between marker bands, which measured 64 mm, specification states 60 mm for the stent and 2 mm for each marker band. Visual inspection confirmed there was no damage or deformation to the delivery system, distal tip or stent markers. The inner lumen patency was verified with a 0.015 inch mandrel. Cine image review: a photo of a still image was received from the account. The image captures a complete se stent deployed in the vessel. The image references an admiral 5 x 80 mm which was most likely use to post-dilate the stent. The quality of the image was not sufficient to determine if gapping had occurred along the length of the stent during deployment and or post-dilation. It was not possible to determine the length of the stent from the image.

Event description:
It was reported that the physician was attempting to use a complete se stent to treat a slightly calcified and non-tortuous mid-distal left popliteal artery exhibiting plaque and 90% stenosis. No embolic protection used. No damage to device packaging and no issues removing the device from the hoop / tray. The device was prepped as per IFU with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered during advancement and no excessive force used. It was reported that the stent appeared 80 mm long instead of the labelled 60 mm. This was measured using a measuring stick. The procedure was completed by overlapping the section using another complete se.